Manufacturer narrative:
Carefusion complaint number (B)(4). This complaint file was identified as meeting the criteria of MDR submission to the FDA during a retrospective review of complaints. (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the unit stopped oscillating and alarmed correctly, while in use on a patient. The user could not get the unit started again so the user swapped the unit out to another unit. There was no patient compromise.